Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that patient is not able to charge their external devices because they lost the communicator charging cord and the adapter for both charging cords. Patient said they need to charge their devices to put their ins into MRI mode. Patient also mentioned that from the very beginning (since implant) they don't think the ins was really working because they are not able to feel their stimulation. Patient said they could feel stim with their old ins. Patient said they want to get in touch with their manufacturer representative to get help with their therapy, but need to figure out MRI mode first. Sent email to repair for charging cords/adapter. Told patient to call back when they got equipment charged if they need help accessing MRI mode.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. Pt reported getting MRI eligibility cannot be determined screen. Pt also reported it did not show their name on the MRI eligibility screen and the implant location was incorrect (shown as right buttock and pt stated ins is in left buttock). Reviewed registration and pt confirmed ins is located in pt's left buttock. Reviewed MRI eligibility overview and redirected pt to hcp to further discuss. Pt stated they need a brain scan. When pt deactivated MRI mode pt stated they were feeling a "little tickle" when therapy turned on. Reviewed process to contact local rep. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. See . For the report of pt stated they need to have an MRI scan but they cannot schedule it until they can put ins into MRI mode. Pt stated they opened the replacement charging cord/adapter that they received but pt stated they only received a white charging cord and a white outlet adapter. Pt inquired if they can use white adapter with the black cord. Pt stated the picture in the brochure shows a black cord and black outlet adapter. Reviewed charging cords/external devices general overview. Pt initially stated they saw lightening bolt and handset was at 0% when plugged in. Pt later stated lightening bolt went away and handset screen was blank. Pt stated handset was sitting on a counter and was still securely plugged into the charging cord and was not bumped. Pt unplugged/plugged back in handset and then stated lightening bolt appeared with 0% and then went away again and screen was black. Pt later successfully powered on handset on the call. Pt confirmed communicator is charged up. Pt also repeated they don't feel sensation from this device like they did with their old one. Pt stated the person that "was servicing this is no longer". Pt stated they are so frustrated they are about ready to say "take it out". Pt reported therapy is not working for them. Pt stated it didn't work in the beginning and it's still not working. Pt stated it doesn't effect their bladder or bowels. Pt stated they know it's probably because it needs to be moved to a different location. Pt stated they just haven't taken the time to do it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.